Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 4.2 failed and required maintenance. As per part investigation, it was determined that the solenoid cable being damaged, which shorted and damaged the mosfet on the pcba dwr cntlr. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for sn (B)(6), covering the manufacturing period beginning on 21-jan-2016, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer reported issue. The reported condition of failed drawer was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. According to work order # (B)(4) the fse reported that, during troubleshooting, the drawer 4 indicated a failure. The cards were removed and replaced, but the drawer continued to fail. After rebooting, the failure persisted, so the unit was powered down again and disassembled to remove the solenoid for inspection. The solenoid wires were found to be grounded to the drawer, and the component was removed and replaced. The unit was then rebooted and tested, confirming proper operation. During dchu visual inspection: p/n 151622-01: the part was received with no signs of physical damage, fluid ingress or missing components. P/n 151630-01: the part was received with no signs of physical damage, fluid ingress or missing components. P/n 119879-01: the part was received with signs of thermal damage as melted plastic shielding on solenoid cable, exposing the copper wiring. During dchu testing: p/n 151622-01: dmm testing determined a damaged mosfet (q601), therefore no functional testing was required. P/n 151630-01: dmm testing and hta check performed without any issue. P/n 119879-01: since cable shielding was found to be melted, no testing was performed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: it was determined that the root cause of the complaint component was generated by the solenoid cable being damaged, which shorted and damaged the mosfet on the pcba dwr cntlr.